Event description:
It was reported that they had a 'failed lead' before with their old healthcare provider, and when the revision was done, the doctor had to put in a second stimulator, as the manufacturer did not make the leads anymore for what they had previously. Patient also mentioned historical information that they had to turn up their 'boxes' a bit because they had a failed area, but now they work great.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.